Event description:
Meter name: surestep enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. The patient reported the pt was not able to get a result from the pt's meter. The meter allegedly was promting "error 3". There was no result obtained from the meter. There was no result obtained from any other device. There was no comparison between the patient's meter and any other device. The patient did not receive treatment. No further info has been reported.